Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy from their scs ipg. The patient's lead impedances were within acceptable values and they had effective coverage over their pain map, but reprogramming was unsuccessful in establishing sufficient pain relief for the patient. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The report of ineffective stimulation, ¿patient was not getting pain relief¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing on the automated test equipment (ate). The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.